Manufacturer narrative:
There are multiple potential causes for elevated body temperature in patients with severe burn injuries. Further details are pending regarding the potential causes for this specific patient and the clinical outcome after these events. Btm was partially removed to enable chest tube to be inserted, although not as a direct result of elevated temperature based on the available information. And the use of chest tube is not unexpected in patients with severe burn injuries.

Event description:
Btm was implanted for an acute burn (thermal) to the anterior torso including upper chest to the neck and down to the waist and side flanks and arms. The wound size was reported as 49% total body surface area (tbsa), full thickness. It was stated that there was no clinical wound infection at the time of btm placement. The patient's baseline temp was 100f which increased to "102+f" post operation within hours of btm placement and increased to 104.7f and the patient has been persistently febrile for 2 weeks. It was reported that the patient has required active cooling via cvc (central venous catheter) and the fever persisted despite aggressive antibiotic therapy.